Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from health care professional that during a chest x-ray, it was noted a lead pulled back. The caller is trying to determined if it is an abandoned lead. Technical services discussed possible lead dislodged. It was not unable to be confirmed. No further action was taken. The right ventricular (rv) lead remains in service. No adverse patient effects were reported.